Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyser and identified the failure mode as a defective buffer valve(s). The fse replaced the buffer valve(s) to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 700 au clinical chemistry analyser. There was no report change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.